Manufacturer narrative:
.

Event description:
It was reported that while the pt was hospitalized for an unspecified reason, the pt's pump stalled twice. The first stall occurred in 2007, at 1920 and recovered in 2008, at 1401. The second stall occurred the next day, at 2028 and recovered the same day, at 2122. The pt experienced a loss of therapeutic effect. The pt had magnetic resonance imaging in 2007, but, it was unk whether the pt had a second procedure during the time of the second stall. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.